Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. No additional adverse patient effects were reported. According to additional information, this device had been turned off prior to explant. No information was provided regarding replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. No additional adverse patient effects were reported. According to additional information, this device had been turned off prior to explant. No information was provided regarding replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to double counting of sinus tachycardia. It was noted that this patient will visit the clinic at a later date for reprogramming to the secondary vector. The qrs and t-waves were noted to be wide while in primary. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, a second inappropriate shock was delivered by this s-ICD system while programmed to the secondary vector. Technical services (ts) suggested reprogramming options at higher heart rates as troubleshooting. No additional adverse patient effects were reported.